Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention devices of the reported lot tested with serum standard below cutoff (2 miu/ml hcg) and clinical negative serum produced negative results at the read time. All devices met the qc specification and no false positive results were observed. The customer's results were not replicated on returned devices tested with the returned serum samples. Returned devices produced positive results with the (B)(6) 2016 serum sample (hcg quantitative = 9.9 miu/ml) and negative results for the (B)(6) 2016 serum sample (hcg quantitative = 6.0 miu/ml). Returned devices produced results in agreement with the quantitative hcg serum analysis and meet the 10 miu/ml serum cutoff specification. All products met the qc specification. No false positive results were observed during in-house testing. A review of manufacturing batch records did not uncover any abnormalities. The product performed as expected. No problem was found.

Event description:
It was reported that on (B)(6) 2016, the patient's urine sample was tested on the clinitek urine analyzer and gave a negative result. The patient's serum sample was then tested on the vitros 5600 and produced an hcg result of 6 miu/ml. On (B)(6) 2016, a new sample was collected and the patient was retested on the vitros 5600 and produced an hcg result of 5 miu/ml. The serum sample was frozen. Then on (B)(6) 2016, the serum sample was thawed and tested on the fisher-sure-vue hcg-stat srm/urine test and received a faint positive result. No further information was provided.